Event description:
The initial reporter stated that the "surgeon tried to use 56 fr. Endolumina ii transillumination system with small patient. The tip came off when forcing bougie into small esophagus. No injury to patient, tip retrieved". There was no deterioration of the patient's health reported in association with this incident.